Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and device exhibited oversensing. A previous inappropriate shock episode was observed, due to supraventricular tachycardia (svt). Since that episode, this patient had undergone an ablation procedure. Technical services (ts) discussed troubleshooting options including obtaining x rays. Additional information was received from the field representative that the x ray was ordered, and the rv sensitivity was adjusted. This patient will continue to be monitored via remote monitoring. This rv lead remains in service. No adverse patient effects were reported.